Event description:
Additional information was received from the patient. They reported that there was no issue. The cause of the pulsing was determined. The most likely cause of the issue was they made it too high. The cause of the stimulation being too high and causing pain was determined. The most likely cause was that it was too high. The issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that yesterday the patient didn't feel as though the therapy was working. They upped the stimulation and they were still getting up 3 times a night. They thought they made it too high because they felt the pulse. Yesterday they noticed it was pulsing the device and it was uncomfortable. The pain goes down the butt and around into the crotch area. When they bent over to get a piece of paper the device felt like it was sore. Patient services (ps) walked caller through checking their settings. Patient was on program 1 at 3.6 ma. Patient decreased the amplitude and it felt a little better. Patient will maintain stimulation level and will continue to track symptoms. They confirmed stimulation was comfortable. Patient said they were still going every 2 hours, and getting up at night.